Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual test performed. The complaint of damage to the ipg because of electrocautery use during a revision procedure had been confirmed. The analog integrated circuit was damaged. Monopolar electrocautery procedures were known sources of high voltage transient signal that could damage the integrated circuit, reference (B)(4).

Event description:
A report was received that the patient¿s ipg was unable to hold a charge after a revision procedure wherein an electrocautery was used (MFR report #: 3006630150-2013-01162). It was believed that the ipg was damaged during the revision. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient underwent an ipg replacement and was doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Event description:
A report was received that the patient¿s ipg was unable to hold a charge after a revision procedure wherein an electrocautery was used (MFR report #: 3006630150-2013-01162). It was believed that the ipg was damaged during the revision. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient underwent an ipg replacement and was doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).